Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2010 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2010. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2010. The device was not interrogated prior to the patient leaving the office on (B)(6) 2010 as recommended by device manufacturer to ensure the device is at the correct settings; therefore, the settings were not corrected prior to the patient leaving the office. The settings were corrected on (B)(6) 2010. No patient adverse events were reported.

Manufacturer narrative:
Previously submitted MDR indicated that the settings were corrected on 06/21/2010; however, they were not corrected on this date. This report is being submitted to correct this information. Previously submitted MDR incorrectly identified the software version and omitted the lot number of the software product. This report is being submitted to correct this information. Previously submitted MDR omitted the manufacture date of the suspect medical device. This report is being submitted to correct this information.

Event description:
It was previously reported that the settings were corrected on (B)(6) 2010; however, they were not corrected on this date.

Manufacturer narrative:
Analysis of programming history.